Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event: it was reported that during a spine surgery, it was observed that the drill bit device was not fitting into the attachment device. It was reported that there is no allegation against the drill bit. There was no delay to the surgical procedure as a spare device was available for use. It was further reported that the surgery was successfully completed with no further incident. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn out/damaged creating a situation where the cutter was not able to be inserted. Therefore, the reported condition was confirmed. It was also noted that the bearings were no longer in axial alignment not allowing the cutter to pass through. The assignable root cause was determined to be damage caused by worn out/damaged bearings from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.